Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they got a poor communication with and without antenna and stated they had a fall on (B)(6) 2019 on her side where the ins is located. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had pain in their right buttock and, right where the ins was, there ¿is like a pain¿. When walking, the patient felt the pain in the buttock, just on the right side where the ins was. At the end of (B)(6) 2019, the patient stated they had a fall on their right side. They let their doctor know because they didn¿t know if the device was out of place. The doctor checked it and noted that it was working. They also noted they were not sure about having an x-ray. The patient had tried to increase the stimulation and then lowered it which did not help the issue. Further, the patient mentioned that their toes felt like they were stuck together and can¿t open them all the way on the right side. This was a gradual onset that started a couple of weeks ago ((B)(6) 2019). In addition, the patient reported that they use to feel the ins and now it was deep. They were told they could decrease the stimulation lower or try turning it off to see it that resolves the issue. If not, they were redirected to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.